Manufacturer narrative:
(B)(4)

Event description:
Per the audiologist, the patient experienced a cellulitis infection at the abutment site and was treated with a topical antibiotic on two occasions in (B)(6) 2017. The infection has reportedly since resolved. It was also reported that the patient experienced several instances of cellulitis historically and was treated with a topical antibiotic in (B)(6) and may and (B)(6) 2016 (exact dates not reported). Subsequently, the abutment was changed in (B)(6) 2017.